Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('the pain is unbearable in my back and my legs and my feet') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required) and pain in extremity ("the pain is unbearable in my legs and my feet"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the back pain and pain in extremity outcome was unknown. The reporter considered back pain and pain in extremity to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-feb-2020: social media received. Device category changed from device other event to incident. Event back pain make serious incident. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.